Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that (B)(6) 2008: patient presented with pre-op diagnosis: c6-7 vertical instability, internal disk disruption. Procedure: 1. Application of gardner-wells tongs. 2. Anterior cervical microdiskectomy, c6-7. 3. Preparation of endplates, decompression of spinal canal c6-7. 4. Placement of cage with demineralized bone matrix, c6-7, with anterior cervical fusion. 5. Removal of garden well tongs with placement of head holder. 6. Posterior cervical fusion at c5-6, c6-7. 7) bilateral foraminotomies, c6-7. 8) posterior segmental instrumentation, c5 through 7, with vertex titanium instrumentation. 10) posterior spinal fusion c5 through c7 with demineralized bone matrix. Per-op: bone morphogenic protein was applied at the c5-6, c6-7 facet joint bilaterally. A 12 mm screw from the vertex set was then applied at c5, c6 and c7 bilaterally followed by placement of a titanium rod. Ap and lateral radiographs were difficult to interpret, but the ap film showed well-positioned instrumentation. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.